Manufacturer narrative:
This is the same event as 3010536692-2016-00336.

Event description:
Allegedly, patient was revised due to mom complications (right). Additional information received 02/12/2016. Allegedly, the patient was revised due to the following mom complications: elevated ions and pseudotumor.